Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined. They stated that they reprogrammed the patient to avoid the high impedances. The rep noted that the issue has not been resolved, as the patient does not get bilateral paresthesia at this point, and their pain is bilateral. They indicated that the serial number of the patient¿s lead with high impedances was unknown, as the patient has 2-90cm leads in place and they are unsure which one is having the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep noted a change in the patient's therapy effectiveness about two months ago. The patient uses stimulation at sub threshold and noted his pain was harder to control. The patient reported not normally needing to change his stimulation. The patient has had no falls or accidents noted. The rep reports impedances taken and noted the cervical system had issues on 8-15 lead. The caller had used 8 as reference and all except 15 were greater than 40k ohms. 15 was noted as normal. The rep reported reprogramming and got coverage for the left side, but not the right. The rep also reported x-rays were to be completed after the appointment, and may have a revision in the future. No further complications were reported. No additional patient symptoms were reported.